Event description:
It was reported that this pacemaker was part of a system revision due to erosion and possible infection. The device was almost eroding through the skin. There were no additional adverse patient effects reported. The pacemaker was explanted.